Manufacturer narrative:
Reported event of stent calcified. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a percuflex¿ plus ureteral stent was implanted during a ureteral stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent had been implanted for four months when the patient was having complications with drainage. In (B)(6) 2015, a nephrostomy tube was placed. In (B)(6) 2015, the stent was attempted to be removed, while keeping the nephrostomy tube in place. They experienced some issues while trying to remove the stent and suspected that the device had encrusted to the nephrostomy tube. Reportedly, the patient subsequently died a week and a half later. Attempts to ascertain the cause of death have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.